Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited low out of range pacing impedance, oversensing of noise and far field r wave. No programming changes made was reported. No patient consequences was reported.